Event description:
It was reported that during use in a orif of the left wrist a gray substance leaked from the device into the surgical site. This occurred during insertion of a c-wire. The wound was irrigated and the procedure was completed without any further medical/surgical intervention.

Manufacturer narrative:
No medwatch form received from user facility. Investigation findings: an eval was unable to confirm the reported problem. The attachment was received and found that the spindle would not spin freely related to worn parts from overextended use. There was no repair history found for this device. The sales rep will contact the facility to set up a preventative maintenance program and any in service needs.